Event description:
Balloon ruptured within the dialysis shunt, at 20 atms. During attempts to remove the balloon catheter, the distal tip of the balloon fragmented and remained within the pt's dialysis shunt. Required surgical removal.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examiantion: the distal tip, a markerband, and a portion of the balloon material were returned. The balloon exhibited a full circumferentially-directed tear and also an axially-directed tear. Microscopic examination: further evaluation using scanning electron microscopy (sem) on the balloon revealed evidence of outer surface abrasions along and intersecting the tear edges. The inner body just proximal to the distal balloon seal was noted to be elongated and fractured. It appears that the separation occurred during attempts to withdraw the ruptured balloon form the pt's vasculature with force. Reportedly, the balloon was pressurized above the rated burst pressure of 12 atmospheres. Although the exact cause for the balloon damage could not be determined, it appears that it was caused by overpressurizing the balloon during clinical use in combination with the balloon being exposed to an unidentified source of abrasion.